Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238 - 2022 - 00441.

Event description:
The customer reported to olympus the distal cover fell into the patient during a procedure. The physician was able to retrieve it. The distal cover was not damaged upon retrieval. A request for additional information is in progress. This event includes 2 reports: (B)(6) : maj-2315. (B)(6) : tjf-q190v, 2124607. This report is 2 of 2 for (B)(6) : tjf-q190v, 2124607.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus performed testing with a retained lot for the distal cover and identified the following: ·sbc used an unopened distal cover for test (lot number: #h1120). ·sbc could attach the cover to the distal end properly. ·there was no damage on tear off line on the cover after attachment to the subject device. ·the cover did not come off even though sbc pulled or twisted it. ·there was no abnormality in movement of forceps elevator after attachment of the cover. ·the hook at the distal end had a slight indentation but it was not sharp. ·there were scratches on hold ring, which were not sharp. ·sbc could remove the cover from the subject device without any difficulties. ·there was no leakage from the subject device. ·sbc measured the distal end with a digital caliper and confirmed that the measurements taken were within specification. The user did not use anti-fog agents or chemical that could adhere to the distal end or the distal cover. It was unknown if user pulled or twisted the cover after attachment to the device to make sure it did not come off. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to failure to follow the instructions and user handling. User could prevent the suggested event because instructions for user (IFU) (operation manual) states as follows: important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: - 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. - 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. - if finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 50. With a new single use distal cover, repeat step 1 through 8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to the following fields: a3, b5, d10, e1, e2, e3, g2.

Event description:
Additional information from the customer: the customer reported it is unknown when the device failed during the procedure. The customer informed the olympus representative the endoscope and distal cover were inspected prior to use and no damage was identified. The distal cover was inspected after being attached to the endoscope and there was not any damage noted. The customer informed the olympus representative the appropriate steps were taken to ensure the connection between the endoscope and distal cover were secure. The procedure was therapeutic ercp and the intended procedure was completed with the same device. The customer reported no when asked if any anti-fog agents or chemicals were used during the procedure or if there was a procedural delay. The customer reported two additional patient events which are reported as follows: (B)(6) is for event 2 of 3. (B)(6) is for event 3 of 3. This report is (B)(6) for event 1 of 3.